Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 37-year-old female patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. It was reported that when the peel away sheath was being removed and the pump repositioning sheath was placed, the team lost left ventricle (lv) position. The pump was unable to be repositioned and the pump was removed and replaced.

Manufacturer narrative:
The investigation into the positioning issues has been completed since the initial report was submitted. The device was not returned for investigation. Based on clinical description, the root cause of positioning issue was most likely use related.